Manufacturer narrative:
Date of event and explant is estimated. During the process of this complaint attempts were made to obtain complete event details. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip, model: mn10450-50a, UDI: (B)(4); serial: (B)(6); batch:6927061. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lead damage. As a result surgical intervention was undertaken in 2024 wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.